Event description:
Radiology technologist experienced electrical shock to his hand when he depressed the hand exposure switch. Experienced tingling for a few seconds which slowly resolved. Treated in emergency dept after incident. No known untoward effects.